Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the black box history showed no evidence of call service 064 alarm. The black box data from the time of the complaint was unavailable for review due to continued pump use. The pump powered on to a blank display and eventually alarmed with normal auditory and vibratory alarms. The pump case was removed and the pump was disassembled. The display was cracked/damaged. The keypad buttons and the display were unable to be tested due to the blank/damaged display. The call service 064 alarm was not able to be investigated due to the pump's inability to perform the load step and run for a 24 hour basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 064. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.